Event description:
Customer reported one sars-cov-2 tma run, wl 010255-20210814-04, using assay lot 291909 on panther plus instrument sn (B)(4) which had a discordant sample. The sample was initially negative (rlu 502), so sample was retested per the lab's protocol since it had an rlu value over 500. Two new aliquots were taken and run on another panther, and both resulted positive. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) informed customer these results could not be compared since a new aliquot is considered a different sample. Ts and product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. Pas noted the wl in question and the retest wls were clean and valid with expected kinetics, and the initial negative result was within range. It was possible the sample was low-target. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.